Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to reach out to their healthcare provider regarding an alternate method of insulin therapy.